Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical australia's service department for evaluation and the customer's report was not duplicated under testing. Review of the device activity log does show occurrences of the reported error message. The multi-function cable was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.